Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "device inserted on (B)(6) 2021. During removing, the part of the catheter below the angled stabilization wings remained in the artery. Removed completely by surgery in another hospital, because in the hospital where the event occurred there wasn't a vascular surgery." The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. Visual inspection confirmed the catheter body appeared separated and was not visible in the photo. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "device inserted on (B)(6) 2021. During removing, the part of the catheter below the angled stabilization wings remained in the artery. Removed completely by surgery in another hospital, because in the hospital where the event occurred there wasn't a vascular surgery." The patient's condition was reported to be fine.